Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely root cause of the failure is a latent supplier defect; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 10/13/2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device had an issue, the outflow stopped working in two cases. For each case, the tubes were switched out and the cases were completed successfully. This was discovered during use with no impact to the patient.this was troubleshot by technical service by suggesting rebooting the console, replacing the tubing set, testing multiple tubing sets, ensuring that the shaver detection cord was properly connected between the pump and the shaver console, and verifying the double arrows were visible on top of the display.